Event description:
It was reported that during an open cholecystectomy procedure, the jaws did not open after the device was used on the cystic duct at the 1st or 2nd firing. Eventually, the jaws were opened by moving the trigger several times. The clip was formed firmly on the cystic duct. A competitive device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information: were there any unusual noises heard when firing the device? ¿yes. Unusual noise was heard when firing the device. Was there any tissue damage when the device was removed from the tissue? -no. If so please explain how the tissue was repaired? Any torquing or twisting when firing the device? ¿no. Did somebody other than the primary surgeon fire the instrument? ¿no.